Event description:
It was reported that the patient had an irritation with the product. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. Catalog number is unknown. Customer reported to FDA is unknown. 510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.